Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of infection has not been determined and the patient is currently taking antibiotics to clear the infection.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 0.481 mg and bupivacaine 10 mg/ml at .481 mg via an implantable pump for unknown indication for use. It was reported that the patient was experiencing drainage and discomfort from catheter incision site. The healthcare provider (hcp) cultured the drainage on 3/19, ordered infection lab work up and magnetic resonance imaging (MRI), and prescribed antibiotics. It was unknown if the issue resolved at the time of this report. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient's status was "alive-no injury". The patient's medical history and weight were asked but made unknown.